Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 208 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit and pump alarmed no delivery. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Customer reports insulin exits tubing. The customer was advised to rewind pump, reinsert the reservoir in pump and run manual prime to at least 5.0 units. Customer reports insulin did exit with the manual prime. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.